Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb lcd was broken due to physical damage, which confirmed the original complaint issue.

Event description:
Dealer is stating that the unit has a damaged display screen.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a damaged display screen.